Event description:
The valve could not be adjusted. The doctor would like to know why he could not change the pressure setting.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(6) 2011. Results of analysis will be developed in a f/u report.